Event description:
It was reported when using the bd vacutainer® sodium fluoride 10mg potassium oxalate 8 mg (fx) blood collection tubes customer is having issues with samples, they are hemolyzing.¿ this event occurred 13 times. The following information was provided by the initial reporter. The customer stated: ¿the health facility reports it's having issues with samples, because they are hemolyzing.¿

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H.6. Investigation summary bd had not received samples, but 3 photos were provided for investigation. The photos were reviewed and the indicated failure mode for hemolysis was observed. Additionally, retention samples of the incident lot were selected from bd inventory for evaluation and upon completion, the indicated failure mode for hemolysis was not observed. No difficulties were encountered during blood collection and all tubes appeared to exhibit proper fill. Bd was unable to duplicate the customer¿s indicated failure (hemolysis) because the defect was not evident in the testing of the complaint lot samples. All parameters of retain and control samples tested, demonstrated clinically acceptable performance for all visual observations evaluated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode hemolysis based on photos only. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® sodium fluoride 10mg potassium oxalate 8 mg (fx) blood collection tubes customer is having issues with samples, they are hemolyzing.¿ this event occurred 13 times. The following information was provided by the initial reporter. The customer stated: ¿the health facility reports it's having issues with samples, because they are hemolyzing.¿